Event description:
It was reported that there was a knee revision for infection following a tka.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding infection involving a scorpio tibial insert was reported. The event was not confirmed. Review of the device history records indicates the devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the manufacturing lot or the sterility lot referenced. The source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
It was reported that there was a knee revision for infection following a tka.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 76-4105l, scorpio ts fem. W/lfit, lot code: kvvmld; cat. No.: 7-4003, scorpio ts mod. Tib. Tray, lot code: w30mld ; cat. No.: 75-1-0510, scorpio ts distal block, lot code: p72mhd; cat. No.: 75-1-0505, scorpio ts distal block, lot code: hnhmke. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.